Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after a distal bicepsusing an endobutton device, the patient experienced an infection. This adverse event was treated by an additional surgery. The current health status of patient is also unknown.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device and sterility records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states without supporting clinical documentation, the reported infection could not be confirmed, nor could a definitive clinical root cause of the reported infection be determined. Therefore, the impact to the patient beyond the reported infection and subsequent revision could not be confirmed nor concluded. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.